Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v454536, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient had the implantable neurostimulator (ins) replaced due to normal battery depletion. It was noted that manufacturer representative told the patient's physician prior to this replacement that 1 of the electrodes were not working. 2 weeks later after the ins was replaced, representative came to check the device and told the patient and the health care provider that only 1 electrode was working and 3 were not. The patient had not had any fall. The patient has experienced total incontinence since ins was replaced. The patient had had 2-3 very bad accidents. Pt. States she also had a sling placed around her urethra during the ins replacement to help with stress incontinence while exercising. Her current hcp was focusing on stress incontinence but this was not the issue. Her therapy was great before the ins replaced and the issue with the leads began. Additional information received about a month later indicated that the other manufacturer representative was not present for the patient's re-implant and was not sure if there was any impedence issue postop. The representative worked with patient as described and noted high impedance on all but 1 combination. The representative instructed the patient to try the 1 program with a valid combination and go from there and also told patient that it would be possible the lead would need to be revised. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received from the consumer reported that the steps taken to resolve the issue was that the patient went to see their health care provider (hcp) and was given some medication in lieu of changing out the lead. The patient had been suffering with incontinence since the battery change on (B)(6) 2015. The patient was having surgery to replace the lead and electrodes on (B)(6) 2015. Hopefully the new lead would solve the patient's terrible incontinence. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
This device is included in the medical device correction,"unretrieved device fragments models3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(6) 2010).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the steps taken to resolve the issue was that the patient went to see their health care provider (hcp) and was given some medication in lieu of changing out the lead. The patient had been suffering with incontinence since the battery change on (B)(6) 2015. The patient was having surgery to replace the lead and electrodes on (B)(6) 2015. Hopefully the new lead would solve the patient¿s terrible incontinence. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.